Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Unique device identifier (UDI): (B)(4). The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during a procedure to treat a de novo, eccentric lesion in the circumflex artery with mild calcification. Pre-dilatation was performed and a xience stent deployed. A 3.0x12mm nc traveler balloon dilatation catheter (bdc) was advanced without any resistance noted and intended to be inflated; however, at 12 atmospheres the balloon ruptured. The bdc was removed without any resistance noted. Reportedly, the balloon was soaked and prepped (air aspiration) outside prior to use. A non-abbott balloon was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.